Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the five resolute onyx stents were implanted into the lad. During a staged procedure two resolute onyx stents were implanted into the cx. It was reported the patient suffered myocardial infarction. Cec adjudicated mi as a non q wave mi (target vessel) 3rd udmi peri-pci in the cx. Side branch occlusion of the cx stent was observed. Cec also adjudicated stent thrombosis as no event.